Event description:
During a remote follow-up, the device was unable to communicate via bluetooth telemetry. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information was received that when resolving a back-up mode on the device (reported in related manufacturer ref no 2017865-2024-22368), the ble telemetry was restored. The patient was stable.